Event description:
Patient tested 4.6 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. The patient did not take her coumadin dose the night of the reading and took half of her prescribed dose the following night based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.